Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage from hole at bottom of tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot #6251937 and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that blood leaked from hole at bottom of bd microtainer® map microtube for automated process. No blood exposure to mucous membrane. No injury or medical intervention.